Event description:
Subsequent to filing the initial emdr, additional information received: following the three proglide cuff misses, a fourth proglide device was attempted to be placed. However, broke on insertion into the patient anatomy. The device was removed. And manual arterial compression was applied to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The additional proglide device referenced in the additional information in b5 is captured under a separate medwatch report.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted that the proglide instructions for use states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it could not be determined if the reported deviation caused or contributed to the difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of a common femoral vein was attempted using three proglide devices via 9fr sheath after an electrophysiology (ep) ablation procedure. Reportedly, a cuff miss occurred with three proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.